Manufacturer narrative:
The fse evaluated the device on site. It was determined that the device works within specifications and no problem observed, the device fully functional. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the heartstart xl device indicating that the display cable was not connected.